Event description:
It was reported to boston scientific corporation in 2006 that a resolution hemostasis clip was being prepared for a colonoscopy (patient gender, age, and weight unknown). According to the complainant, during preparation, the clip was opened and broke off the end of the catheter. The procedure was completed with another of the same device. There were no patient complications associated with this event. Patient condition is reported as fine.

Manufacturer narrative:
The suspect device was disposed and will not be received for evaluation; therefore, the cause of the reported complaint is undetermined.